Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observe dust contamination on blower during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer previously received information alleging device not holding pressure and showing it has a bad memory card related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the device evaluation unit was scrapped. Section h6 (medical device code, type of investigation, investigation findings and conclusion) corrected in this report.